Manufacturer narrative:
Method/results/conclusion: the actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Seven (7) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operation dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4). Item #sxmd1b106 stratafix spiral pga-pcl knotless tissue control device. Ps-2 3-0 monoderm 60cm, lot unk.

Event description:
It was reported that during a breast reconstruction, the doctor has been using stratafix since it was launched, about two years. The doctor uses a 4-0 pga-pcl for the subcuticular closure on breast reconstruction. The doctor has also been using prineo since it was launched and he recently started using prineo 22. The doctor said he sees wound dehiscence in about 5-10% of cases, that it is usually not the whole wound that dehisces, but usually a small area where there is drainage from the wound. No products will be returned. (B)(4).